Manufacturer narrative:
The customer repaired the unit themselves. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that the unit had a damaged wheel. There was no report of patient involvement.